Event description:
A report was received from (B)(6) stating "vitrector making unusual noise and would not cut properly. Item in contact with pt. No pt injury reported. Item discarded by hosp. Add'l info: at low speed the dr could see the blade was not moving. Aspiration continued. The noise sounded like something was loose inside. No error message shown. There was a slight delay in surgery but not near 30 minutes, just long enough to open another pack." Add'l info was requested. The following info was provided: the user facility indicated that "at low speed the dr could see the blade was not moving. Aspiration continued. The noise sounded like something was loose inside." No add'l info was available regarding pt outcome post surgically.

Manufacturer narrative:
As noted, the user facility discarded the sample. The sterilization and lot history records were reviewed and found to be acceptable. A f/u report will be submitted should add'l info become available. Corrective and preventative action has been initiated to investigate this event.